Manufacturer narrative:
There was no allegation of product malfunction. Device was not returned for evaluation. Root cause cannot be determined based on the information provided. However, a contributing factor could be the patients significant dietary changes.

Event description:
It was reported that during a clinical study the patient experienced a low blood sugar reading of 12. The patient was found unresponsive by her son and she was taken by emt to the hospital where the patient stayed for a few hours until her blood sugar returned to a safe level.

Manufacturer narrative:
Initial reporter corrected. Health professional - yeschecked. Other healthcare professional. Follow up #1. Correction checked.